Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the pixels in a 2 inch by 2 inch area in the upper right were turning bright red and blue.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the pixels in a 2 inch by 2 inch area in the upper right were turning bright red and blue. The customer was sent an exchange unit. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not evaluated.